Manufacturer narrative:
Complaint sample was not returned for evaluation (device used) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported the surgimend was relatively thick but soft and was difficult to shape. It has to be cut in order to avoid overlapping. Also, the postoperative secretion phase was too long, lasted about 4 weeks. Customer/reported would like to stay anonymous and no additional information will be provided.

Manufacturer narrative:
Complaint sample was not returned for evaluation (device used) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported the surgimend was relatively thick but soft and was difficult to shape. It has to be cut in order to avoid overlapping. Also, the postoperative secretion phase was too long, lasted about 4 weeks. Customer/reported would like to stay anonymous and no additional information will be provided.